Manufacturer narrative:
(B)(4). Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test and occlusion test due to missing retainer.

Event description:
Information received by medtronic indicated that the retainer ring was loosed and there was a crack on the battery compartment area. Customer stated that the reservoir did lock in place when inserted into insulin pump. Customer also stated that blood at site. Customer stated the insulin pump had cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.